Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary - distal conductor fractured. Full lead returned and analyzed. Lead appears to have been implanted with a bend in it at the fracture site. Outer insulation abrasion (breached). Full lead returned and analyzed. Lead appears to have been damaged by lead/can interaction. It was reported that there was no capture, high impedance, oversensing, threshold issues, and an apparent conductor fracture of the rv lead. A lawsuit further alleged that the patient "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and economic and consequential damages". The lead was explanted and replaced. The ra lead was returned to the manufacturer after being explanted due to an apparent conductor fracture. It subsequently tested out of specification during manufacturer's analysis. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure lead conductor device was out of specification in a manner that relates to event capture, failure to impedance, high lead(s), fracture of oversensing high threshold.

Event description:
It was reported that there was no capture, high impedance, oversensing, threshold issues, and an apparent conductor fracture of the rv lead. A lawsuit further alleged that the patient "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and economic and consequential damages". The lead was explanted and replaced. The ra lead was returned to the manufacturer after being explanted due to an apparent conductor fracture. It subsequently tested out of specification during manufacturer's analysis.